Event description:
It was reported that during an ercp (endoscopic retrograde cholangiopancreatography) with stent placement procedure, the physician felt the actual size of the device did not match the labeled size. The physician advanced the stent delivery system into the common bile duct. The physician felt that the biliary wallstent "did not measure correctly" to what he could see on the monitor. The stent was reconstrained and removed. The procedure was completed with a smaller size of the same device with no patient complications. The patient condition was reported to be "fine". Following the procedure, the biliary wallstent was deployed and found to measure 8.8cm in length.